Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
It was reported that the gas module was replaced. No information of any parts being replaced has been received and no parts has been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.

Event description:
It was reported that the gas module was replaced patient involvement is unknown. Manufacturer's ref #: (B)(4).